Event description:
Procedure type: lavh. According to the reporter: the needle of the device broke in half and was left in pt tissue, vaginal cuff. The incident was reported to hosp personnel. Operating room time was extended. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4)